Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they could not charge past 75% on the ins with the ins recharger, charging over one hour. The patient reported that they saw the ins on icon but the next day it showed ins off and charged a little over 2 hours and charge level still showed at 75%. The patient reported that they were getting full coupling. The patient was reviewed how to turn ins on with ins recharger or patient programmer. The patient was reviewed to recharge longer and to monitor coupling and to watch for the charge sufficient screen. The patient reported that they have been charging for another 2.5 hours with full coupling and recharger is still not showing full. The patient was reviewed to turn off ins and continue recharging for the next hour. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was calling as the received a letter and was confused as to the verbiage. The patient was contacted on 1/16. The patient stated that they called in to inquire about the droplets on the screen. They stated that they could charge fully and that they were curious what the droplets were for. The patient took no actions to resolve the issue as they didn't seem to have an issue. No further complications were reported or anticipated.